Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to noise on the egrams. It was replaced with a new endotak lead model 144.